Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7071008/7071021.

Event description:
It was reported that following an implant procedure the patient was having pain at the ipg site and was feeling a pulsating pain where leads are located and occurs whether stimulation was on or off. The physician believed that pain was caused by nerve irritation. There was no device malfunction suspected. The patient underwent an explant procedure. All device components were explanted and were discarded.